Event description:
Caller reported a cartridge alarm 20's intermittently during insulin delivery. There was no adverse impact to the customer's blood glucose level. Caller had previously experienced related alarms with the same pump. Technical support decided to replace the pump, ensuring the customer would not lose insulin delivery by using mdi as backup therapy.